Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. Analysis showed that the device passed all baseline testing performed. (B)(4).

Event description:
It was reported that the patient with this pacemaker had an infection. A revision was performed, and the device was explanted. Additional information from the field representative does not recall any information from the event aside from implanting a new system on the other side of the patient's body. No additional adverse patient effects were reported.